Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported break cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a break. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was inserted and successfully implanted. However, the hemostasis valve was observed to be broken when a steerable guide catheter (sgc) was pulled back into the right atrium after deployment of the first clip. Therefore, the sgc was removed and replaced. The procedure was continued with a new sgc and another clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na